Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture inside the battery compartment and power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: during investigation, the pump was returned with a cracked battery compartment with evidence of moisture corrosion in the battery compartment. A leak test failed at compartment crack. Due to crack a test battery cap was unable to fully tighten. Power on resets were verified in the black box at end of pump use. The pump booted to a verified screen and a rebooting condition was duplicated due to moisture I battery compartment. Unrelated, the display was found to be dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.